Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 561 mg/dl on the night prior to the call. The customer stated that she did not count the carbohydrates correctly and did not believe the issue was related to the infusion set. She treated with a bolus of 7.7 units, and the blood glucose reading was lowered to 148 mg/dl by the morning. She stated that she was responding to boluses. Nothing further reported.